Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: stent dislodgement requiring surgical intervention. Device issue: stent dislodgement. It was reported that an attempt was made to treat distal to a previously implanted stent (implanted during a different procedure), with two rx vision stents. After attempts to cross the stents were unsuccessful during removal of the sds, both stents dislodged in the coronary. Attempts were made to retrieve the dislodged stents using a snare device; however, this was not successful and the patient was sent for surgery for removal of the dislodged stents. No additional event or patient information is available.

Manufacturer narrative:
The second multi-link mini vision rx coronary stent system is being reported under the same manufacturer report number. The ability to cross a lesion can be affected by patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Crossing a previously implanted stent, may have contributed to the inability to advance. The previous implanted stent possibly contributed to the stent dislodgements. The inability to advance appears to be related to the operational context of the procedure; however, a conclusive cause for the stent dislodgement could not be determined.